Event description:
It was reported that approximately 6 years and 7 months following the implant of this transcatheter bioprosthetic aortic valve shortness of breath developed with activity. Approximately 2 weeks later, the patient presented to the emergency department for chest pain. Troponin measured 39 pg/ml. Unspecified medication was administered. Hospitalization was required. The following day a transthoracic echocardiogram (tte) identified moderate-severe aortic insufficiency (ai). The physician indicated the ai was causal to the transcatheter valve. A transesophageal echocardiogram (tee) was planned to be performed in 3 days further evaluate the ai. Four days following hospital admission, the transcatheter valve was explanted and a 29 millimeter medtronic surgical valve was implanted. During the transcatheter valve explant procedure with the implant of the surgical valve, the intraoperative course was complicated by bleeding and ¿severe¿ hypertension. The hemoglobin measured 7.8 which required transfusion support of 1 unit of packed red blood cells, 2 units of fresh frozen plasma, and 5 units of platelets. The bleeding prolonged hospitalization but resolved the same date as onset. Intravenous medication was administered for the hypertension. The hypertension resolved upon the arrival to the cardiovascular intensive care unit (cvicu). The physician indicated this bleeding and hypertension were causal to the transcatheter valve. Three days following the transcatheter valve explant, acute kidney injury was identified. The creatinine peaked on this date with a measurement of 2.2. As reported, the aki was likely related to an episode of hypotension. The blood pressure improved with intravenous albumin administration. Additionally on this date brief episodes of atrial fibrillation occurred. Boluses of an anti-arrhythmic were delivered intravenously along with electrolyte supplementation. The physician indicated the aki and atrial fibrillation were causal to the transcatheter valve and resolved on the same onset date. Six days following the transcatheter valve explant and implant of the surgical valve, while the patient was seated in a chair a witnessed cough-induced syncopal episode occurred. Following several coughs, the patient became briefly unresponsive with the eyes rolling back, and the body became limp for approximately 45 seconds. Spontaneous consciousness occurred without recollection of the event. The vital signs remained stable. The neurological assessment was intact and there no were noted events on telemetry noted. As reported, there were 4 cough-induced syncopal episodes during the admission. Continuous pulse oximetry was initiated and the patient was under close monitoring. The physician indicated these episodes were causal to the transcatheter valve. These episodes were considered resolved 11 days following the transcatheter valve replacement. Eight days following the transcatheter valve explant and implant of a surgical valve a ¿large¿ pericardial effusion was identified on a tte with exaggerated respiratory variation of the tricuspid valve inflow. This was reported as concerning for possible cardiac tamponade. The physician indicated this was causal to the transcatheter valve. The last reported cough-induced syncopal episode occurred the day prior. The patient remained hemodynamically stable on room air. Cardiology was consulted; an urgent pericardial window drain was performed the following day. A mediastinal chest tube placement via the subxiphoid approach. Additional unspecified medication was provided. Additionally, during this intraoperative procedure, a left pleural effusion was identified. A left pleural pigtail placement was placed. This left pigtail drain was removed 3 days later. A chest x-ray showed the pleural effusion resolved. The pericardial effusion resolved the day of the pericardial drain. The pericardial effusion and pleural effusion had prolonged the hospitalization.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Continuation of d10: product ID: 400u29 avalus; product lot/serial number: (B)(6); product type: surgical heart valve; implant date: on (B)(6) 2026; explant date: n/a. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.